Manufacturer narrative:
Initial reporter is a non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown, but the tulip filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information adverse event or product problem, event, relevant tests/laboratory data, other relevant history, brand name, lot#, device manufacture date. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right jugular vein as prophylaxis for pulmonary embolism (pe). Patient alleges tilt, vena cava perforation, device is unable to be retrieved, depression and post pe and dvt. Attempted retrieval on (B)(6) 2008 was unsuccessful. Patient notes and further alleges to experience, "I have severe ongoing pain that has only gotten worse with time. Post-thrombotic syndrome requiring lifelong anticoagulation therapy. I used to live an active lifestyle but I can no longer partake in the activities I once enjoyed. I live in fear everyday of what will happen to me in the future, if the filter tilts more. I worry that this filter will eventfully cause a fatal injury." Per inferior venacavography (attempted retrieval), dated on (B)(6) 2008, "inferior venacavography was performed showing no evidence of significant retained thrombus or embolus in the caval filter. Extensive attempts were made at engaging the filter using a vascular snare. This could not be completed successfully." Per venous doppler lower bilateral, dated on (B)(6) 2013, "thrombus is seen extending bilaterally into the iliac veins and into the inferior vena cava to at least the level of the inferior vena cava filter." Per abdominal and pelvic CT, dated on (B)(6) 2013, "extensive thrombosis involving the bilateral common femoral, iliac veins, and the ivc. These vessels are expanded and inflamed. A small volume of thrombus does protrude cephalad above the level of the ivc filter in the infrarenal ivc. Potential filling defects within pulmonary vessels included at the base of the lungs. With the extensive venous thrombosis as well as thrombus above the level of the ivc filter, pulmonary embolus is a diagnostic consideration and further assessment with a cta of the chest is recommended." Per ir infusion thrombolysis initial, dated on (B)(6) 2013, "bilateral ascending lower extremity venography confirms acute occlusive thrombosis extending from the left common femoral vein to the inferior vena cava extending approximately 2 cm above the inferior vena caval filter." Per ir angio, follow up lytic therapy, dated on (B)(6) 2013, "left ascending venography: as compared to examination one day prior, there is improved flow through the femoral caval component. Antegrade flow is identified. There is decreased thrombus burden superior to the filter. Filling defects of a nonocclusive nature remains within the filter." Per ir angio, dated on (B)(6) 2013, "small volume residual thrombus within the ivc filter. There is good antegrade flow through this."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: tilt, vena cava perforation, inability to retrieve the device, depression, pain, pulmonary embolism (pe), deep vein thrombosis (dvt), occlusive thrombus, and anticoagulant therapy. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, dvt, anticoagulant therapy , depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.